Event description:
It was reported that the implantable cardioverter defibrillator exhibited crosstalk. Programming changes were performed however, the crosstalk was observed again. The physician elected to continue monitoring the patient. There were no patient consequences.